Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella rp flex support. While on support, the impella rp flex was found to have migrated below the pulmonary valve into the right ventricle. Several attempts were made to re-advance but were not successful. The decision was made to replace the impella rp flex. Case (patient identifier) (B)(6) addresses the second impella rp flex that was implanted. The patient survived the event.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined.